Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04743. It was reported the patient's scs system was explanted due to the leads migrating. The patient stated the leads "slipped" one month after implant and the issue was not resolved.